Manufacturer narrative:
Event site telephone is (B)(6). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in an unstable angina pectoris patient and at the initiation of therapy, an ¿autofill failure¿ occurred repeatedly. The iab was replaced to continue therapy. No patient injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in an unstable angina pectoris patient and at the initiation of therapy, an ¿autofill failure¿ occurred repeatedly. The iab was replaced to continue therapy. No patient injury was reported.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in an unstable angina pectoris patient and at the initiation of therapy, an ¿autofill failure¿ occurred repeatedly. The iab was replaced to continue therapy. No patient injury was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).